Event description:
The customer reported that there is zipper damage on side panel a, the slider is broken. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - zipper slider broken - labeled. Eval results - eval of the returned product found that on panel a canopy side both the zipper slider bodies are open. Window a insert pin is missing. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).